Event description:
When the pack was opened for the case today, a foreign body was found in the basin. A new pack was obtained and the defective pack paper insert, basin, and foreign body were give to supply chain.